Event description:
A leveen superslim needle electrode was being used for therapeutic ablation of the liver in 2006. When the needle was percutaneously advanced to the lesion with a metal adapter, resistance was felt. Upon removal of the needle, the physician noted that the insulation was rough. The procedure was completed with a different device successfully. The pt condition is reported as good. There was no indication from the complainant of any add'l adverse affects to the pt as a result of the reported malfunction.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.